Event description:
It is reported that customer's insulin pump was frozen possibly due to moisture under display screen. Customer was advised that insulin pump would need to be replaced. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or frozen display was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads. No moisture damage was noted on the motor or electronic assemblies during the visual inspection.